Event description:
Allergan aesthetics received a report of a customer who plugged in the coolsculpting device and noticed smoke and sparks coming from the unit. The customer turned the unit off and unplugged. No patient involvement. Upon investigation, liquid coolant leak was noted inside the upper and lower unit.

Manufacturer narrative:
The control unit was returned for evaluation. Device evaluation found signs of liquid coolant leak inside lower unit and upper unit. The reported issue was confirmed, and the root cause was identified as undetermined. It is unknown where the leak originated from.